Manufacturer narrative:
(B)(4). Method: (films). Results: inherent risk of procedure (migration, endoleak); patient's condition affected effectiveness of device (anatomy related angulated neck; disease progression). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related angulated neck; disease progression).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. During a follow up visit it was reported that the patient's aortic neck angulation was over 60 degrees and the bifurcated aneurx stent graft had migrated 20mm distally caused by disease progression. A type ia endoleak was also observed. No additional clinical sequelae were reported and the patient is fine. A review of returned films post-implant confirmed that the stent graft was positioned below the angulated neck, approximately 2cm below the renal arteries, and there was a proximal type 1 endoleak. The neck was angulated to 90 degrees, and measured 25 x 31mm diameter at the renal arteries. It is likely the highly angulated neck contributed to the migration and proximal type I endoleak.